Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed high shock lead impedance (sli) measurements of 112 ohms. Shock impedance measurements had trended up to 95 to 98 ohms over the last six months. Boston scientific technical services (ts) discussed to continue monitoring the patient and do additional testing if the shock impedance measurements will continue to increase or get above 125 ohms. Additional information was obtained and indicated that the source of high sli measurements was not determined. The patient will continue to be monitored. Later via the patient's remote monitoring system, the patient's system displayed a high out-of-range (oor) sli measurement. The patient will be seen in the clinic over a period of time. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.